Event description:
Attorney alleges plaintiff suffered from physical and psychological symptoms. Attorney defines the symptoms as breast pain, hardness, breast lumps, loss of sensation in breast and nipple, burning in breast, nipple discharge, pain in arm and neck, anxiety, stress, pain and suffering. Pt alleges in 1990 she started to suffer from depression, migraines and sleep disorders, headaches, contractures, tiredness, left breast was flat and epigastric pain.